Event description:
Patient reported to dexcom technical support on (B)(6) 2015, patient experienced scarring. Patient states that the scarring is related to the continued use of various diabetic devices over the course of many years of being a diabetic. Patient also states that the dexcom continuous glucose monitoring system has played a very insignificant role, if any, to her scarring. No further injuries or medical intervention were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, therefore the customer complaint could not be confirmed and the root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).